Manufacturer narrative:
Investigation found a tear in the exposed portion of the soft cannula. Fluid diverted through the tear upon manual rotation of the ratchet gear. Although the cannula was damaged, the timing and cause of the damage are unknown. No other issues were found during the investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 18.2 mmol/l (327.6 mg/dl) at 9 am and 23.1 mmol/l (415.8 mg/dl) around noon. The pod was worn between 4 and 24 hours on the arm. As treatment, the patient administered 8 units of insulin and placed a new pod.